Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips fell out, but were retrieved. Another device was used to complete the case. There was no consequence to the patient.